Event description:
Physician observed a white/gray lens postop implantation. No effect on the pt's visual acuity.

Event description:
The MFR was recently notified that the intraocular lens was removed and replaced due to the physician's observation of a cloudy optic.